Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported on multiple occurrences, that air bubbles were observed coming from the cartridge, and along the tubing. Reportedly, the customer addressed the air bubbles by performing a fill tubing sequence. The customer¿s blood glucose level was 250 mg/dl at the time of the reported event.